Event description:
An event occurred on an unspecified date involved a plum solo infusion pump where it was reported that getting feedback of alerts for air in the line. Confirmed that these bubbles in the lines are not present prior to starting to the infusion, and once the infusion begins it is occurring roughly every 45 minutes. These alarms have occurred every day since the ICU medical plum solo and plum duo pumps are utilized. The alarms are occurring while actively treating patients. No injuries have been sustained. A 22-hour bags of chemotherapy these alarms have caused the drugs to ultimately run over 23.5 hours. And a 48-hour continuous infusion of chemotherapy ran over 51 hours. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
The suspected device was not returned; no physical evaluation or functional testing could be performed. The reported condition of recurring downstream air alarms could not be replicated or confirmed. The complaint is unconfirmed. Without a returned device or supporting evidence demonstrating a device malfunction, the cause of the reported downstream air alarms cannot be determined.